Event description:
It was reported that during a rectum procedure, the device stopped functioning properly after normal use. The case was completed by using another device. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not activating. A possible cause of activation issues is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is viaually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies noted during the mfg process.